Event description:
The incident/defect was reported as: misfiring/jamming. It is unk when defect was identified. No pt injury reported.

Manufacturer narrative:
Info is not available at the time of this report to indicate availability of device sample. If sample and lot # become available, a follow-up report will be sent.